Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. The pump was visually inspected and underwent leak and functional testing. Pump tubing was cut down to the block and it was not returned for analysis. Bodily fluid was found within the pump for which it could not be functionally tested; however, it did pass leak testing. A cylinder was visually inspected and underwent leak testing. The cylinder had wear at a fold in the middle and proximal end and its kink resistant tubing (krt) was worn to the filament. Fluid leakage was found in the proximal end of the cylinder due to a hole consistent with sharp instrument damage. Broken fabric threads from a sharp instrument were also found in the proximal end of the cylinder. No visual damages or abnormalities were found on the rear tip extender. Analysis could not confirm the reported clinical observations; therefore, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient went to the hospital because this inflatable penile prosthesis (ipp) was not working properly. Two weeks later, a revision surgery was performed, during which a hole in the right cylinder was identified. The cylinder and the pump were removed and replaced. There were no patient complications reported.

Event description:
It was reported that the patient went to the hospital because this inflatable penile prosthesis was not working properly. Two weeks later, a revision surgery was performed, during which a hole in the right cylinder was identified. The cylinder and the pump were removed and replaced. There were no patient complications reported.